Event description:
Download data from a patient revealed a service code 102 (discharge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitors c22 and c19 on the defibrillator board. The root cause for the broken leads on c22 and c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads on c22 and c19. The patient received a replacement monitor.